Event description:
Procedure type: c-section. According to the reporter: the tip of the swaged needle came off during surgery and was not found. The tip broke off. Another needle was used to complete the procedure. There was no blood loss and no tissue damage. The surgical time was not extended. There was no pt injury.

Manufacturer narrative:
(B)(4).